Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone17.3 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the cannula dislodged from the skin at the infusion site on the leg after approximately 36-48 hours of wear. The patient noted that the skin at the infusion site had three puncture holes, indicating that the cannula dislodged and reinserted multiple times due to pressure. An automated delivery restriction alert was also noted at the time of the event. This led to the patient¿s blood glucose levels increasing to approximalte 330- 350 mg/dl. There was no medical intervention reported in relation to this event.